Manufacturer narrative:
Correction: the correct brand name and serial number is nucleus ci422 cochlear implant with straight electrode and (B)(6); not nucleus ci522 cochlear implant with slim straight electrode and (B)(6) as previously reported. Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 06, 2024.

Manufacturer narrative:
This report is submitted on february 21, 2024.

Event description:
Per the clinic, the device was explanted on january 24, 2024, due to poor performance with the device and the patient was reimplanted with another cochlear device during the same surgery.